Manufacturer narrative:
(B)(4). Event evaluation: a review of specifications, quality control, and instructions for use (IFU), and a dimensional verification and visual inspection of the returned device were conducted during the investigation. An examination of the product was conducted. No exterior damage to the cap or check-flo assembly was observed. The sheath had slight necking (reduction in diameter) at the base of the flare. The sheath flare successfully passed a go/no-go test. No exterior or interior damage (tearing, scratches, delamination etc.) Was observed in the sheath or its flare. However, the flare appeared slightly uneven. Additionally, at the top edge of the flare, there was a region of sheath material that appeared thinned out and further increased in diameter. It is possible that this region of the sheath material was caught in the threads or wedged tightly between the cap and check-flo assembly. The cap was removed from the check-flo body. Glue was present on the threads and no damage on the inner features/threads was observed. There is no evidence to confirm the product was not manufactured to current specifications. The IFU states "do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt." Detection activities have been conducted, the reason for this failure cannot be determined. We will notify the appropriate internal personnel and continue to monitor for similar complaints.

Event description:
While performing a evar on the patient, the complaint device was inserted from right femoral artery. A wire guide and the catheter were advanced through the artery and a angiography was performed. When the physician was withdrawing the complaint device out of the body after the angiography, the check-flo suddenly separated. As the event occurred just during retrieval of the device, no intervention/additional treatment was required. Additional information received on (B)(6) 2015: during the angiography through the complaint product, slight amount of blood leakage from the connection part between the sheath and the check-flo was observed. No adverse effects have been reported.

Event description:
While performing a evar on the patient, the complaint device was inserted from right femoral artery. A wire guide and the catheter were advanced through the artery and a angiography was performed. When the physician was withdrawing the complaint device out of the body after the angiography, the check-flo suddenly separated. As the event occurred just during retrieval of the device, no intervention/additional treatment was required. Additional information received on (B)(6) 2015: during the angiography through the complain product, slight amount of blood leakage from the connection part between the sheath and the check-flo was observed. No adverse effects have been reported.

Manufacturer narrative:
(B)(4). The event is currently under investigation.